Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery by using an unspecified ophthalmic product, a patient experienced posterior capsule rupture that required vitrectomy procedure. The current patient condition is unknown. Additional information has been requested. Additional information has been received indicating that the surgery was a cataract surgery and ophthalmic operating console presented intermittent functionality issues and intra-ocular pressure (iop) control issues during procedure. The surgery was completed successfully. The patient might undergo re-operation to reposition intra-ocular lens (iol) following shifting during pars plana vitrectomy (ppv)/lensectomy.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The lot/batch/serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).